Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during setup of an ilet device, repeated alert 41 messages occurred indicating an insulin shaft rewind error, and the device required multiple restarts without resolution; a replacement device and supplies were provided and the original device was returned. Symptoms included no reported change in blood glucose and no adverse clinical effects. Outcomes included temporary interruption of ilet use with continued glycemic stability and no need for medical care. Investigation included review of the reported alarm history, troubleshooting with user education, and collection of the returned device for evaluation. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.